Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, about seven minutes into ablation a fluid loss error occurred on the console. At that time a cervical leak was noted in the patient and a first degree burn was identified on the patient's vagina. The burn was treated with silvadene cream. The procedure was abandoned following the alarm. Additional information from the attending physician reported on (B)(6) 2013, confirmed the classification of the burn. There were no further complications reported with this event. The patient's condition is reported as fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, about seven minutes into ablation a fluid loss error occurred on the console. At that time a cervical leak was noted in the patient and a first degree burn was identified on the patient's vagina. The burn was treated with silvadene cream. The procedure was abandoned following the alarm. Additional information from the attending physician reported on march 1, 2013 confirmed the classification of the burn. There were no further complications reported with this event. The patient's condition is reported as fine.